Event description:
Additional information received indicated that the patient was fine post-procedure.

Manufacturer narrative:
(B)(4). Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Event description:
It was reported through remote transmission that an alert for premature eri was observed. The device was explanted and replaced.